Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and other non specified outcomes. No additional information was provided. (B)(4) ¿urinary problems; bowel problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of anterior repair during mesh implantation.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent a lavh with cystoscopy and left ovarian cystectomy on (B)(6) 2012 by (B)(6) at (B)(6) due to menorrhagia, dysmenorrhea and left adnexal mass.